Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for noise on the right ventricular (rv) lead. During the rv lead re placement procedure, the setscrew on the patient's implantable cardioverter defibrillator (ICD). Came unseated. The setscrew was unable to be re-seated, so the ICD was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated misalignment with the set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.